Event description:
The patient underwent right shoulder arthroscopy with a subpectoralis biceps tenodesis for treatment of a superior labral (slap) tear on (B)(6) 2017. A combination of a titanium metal button, fiberwire suture and a peek interference screw from the arthrex distal biceps repair kit (ar-2260) were used for bony attachment of the long head biceps tendon to the proximal humerus. Following surgery the patient initially reported improvement in pain with overhead motion but began to note tenderness at the site of the tenodesis along with later redness, swelling, welts and itching of the right upper extremity, chest and back which worsened with time and required use of allergy/antihistamine medications in order to partially relieve the symptoms. The patient was eventually referred to an allergy specialist who confirmed a strong allergy to the peek material with patch testing and recommended removal of the implant which was performed on (B)(6) 2018 along with revision of the tenodesis using a new titanium button.